Manufacturer narrative:
Additional information: d10, h3, h6. As received, a partial lead (only connector portion) was returned in one piece. Visual inspection found an external insulation abrasion breaching the outer insulation at the proximal region. The cause of the reported events was due to external insulation abrasion consistent with friction to the device can. The reported events of noise and oversensing were confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, noise resulting in oversensing was observed on the atrial lead. The lead was explanted and replaced to resolve the event and the patient was in stable condition.